Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6)2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the patient saw the code (B)(4) on the personal therapy manager (ptm). The code indicated an empty reservoir. The patient was not due for a refill. The patient did not miss a refill and wasn't due until the 17th. The patient did not hear any alarms from the pump. The patient was to follow-up with the healthcare provider (hcp). No symptoms were reported. Follow-up was being conducted to obtain drug information, troubleshooting performed, actions/interventions taken, cause of the (B)(4) error code and resolution of the issue. If additional information is received, a follow-up report will be sent.